Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The family member reported that the patient stated that ¿its not working anymore¿. It was noted that the patient was going to the bathroom fine. The family member stated that the patient did have a fall on the street a couple of months ago/a month or two ago ((B)(6) 2019) and they did not feel the stimulation for the ¿last month or two¿ which was what they meant by the ¿not working anymore¿ statement. As actions taken prior to the report, the family member replaced the batteries in the programmer yesterday, synchronized to the ins, and it showed the patient was on program 3 at 1.2 volts. They pressed the therapy on button. It was unknown if the patient felt the stimulation. The family member was going to adjust the stimulation slowly and will monitor the patient¿s therapy. There were no further complications reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated they do not know the cause of not feeling stimulation following a fall. Their appointment was scheduled for (B)(6) 2019. The patient called to reset the stimulation was the step taken and it seemed to be better. The patient stated she is good for her age and height no excess weight.